Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed power error. The customer¿s blood glucose level was 7.2 mmol/l at the time of the incident. The customer was assisted with troubleshooting to clear the alarm. The customer was advised to monitor the insulin pump and to call back if error persists. The insulin pump will not be returned for analysis.